Manufacturer narrative:
The technician replaced the main controller to repair the bed.

Event description:
Information rec'd indicates the bed has no functions working and the head of the bed is at 45 degrees.